Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that during an implant procedure after the catheter was inserted into the right ventricular (rv) the patient's blood pressure and oxygen saturation decreased. An increase in st was observed on an external electrocardiogram (ECG), which became bradycardia. The procedure was immediately discontinued. Fluoroscopy was used to confirm no perforation or pneumothorax was present. The patient had refused to undergo revascularization for seven years for ischemic myocardial infarction, despite a long history of rags in the coronary artery. It was noted the patient's condition had worsened several days prior to the procedure. The patient had a do not resuscitate order so the patient was returned to their hospital room while their blood pressure was maintained with drugs. The patient subsequently passed away. The cause of death was noted as onset of acute myocardial infarction.